Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 375cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 45-year old caucasian female patient underwent primary breast augmentation with two 375cc mentor memorygel breast implants and was diagnosed with left breast capsular contracture (baker grade IV) and bilateral pseudoptosis, post-operatively. As a result, the patient had undergone bilateral breast implant removal and replacement surgery on (B)(6) 2023. The replacement devices were: (left) 310cc mentor memorygel xtra breast implant catalog: smhx310 lot: 9798364 sn: (B)(6) and (right) 310cc mentor memorygel xtra breast implant catalog: smhx310 lot: 9846534 sn: (B)(6). This medwatch form is for the right breast prosthesis. Complications on the left breast have been reported under mrn: 1645337-2023-04116.

Manufacturer narrative:
On january 5, 2024, mentor received additional information indicating the correct initial reporter's email address. This information has been populated.